Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was reading inaccurately. The reporter indicated that the alleged meter issue started two days prior, at an unspecified time during the morning. The reporter explained that the meter kept displaying a result of "94 or 96 mg/dl." During the time of concern, the reporter claimed that the patient had developed symptoms of being on the floor shaking. At an unspecified time that same day and morning, the paramedics were contacted. The paramedics tested the patient's blood glucose with an emt meter. The reporter did not know what result was obtained but she mentioned that the result was low. According to the reporter, the patient was treated with IV glucose. It would have been helpful to know the following info: the patient's testing frequency, his medication and diabetes management regimens, what time the meter issue started, what actions the patient took in response to the meter issue, and what time the symptoms started. In addition, it would have been helpful to know what actions the patient took before and after the symptoms developed, what time the paramedics arrived, when the patient was last able to test before the event occurred, and what the last result was before the event began. According to the reporter, the patient was not using a correct technique for testing with reported meter. The patient was pressing the "m" button prior to testing and was getting into the meter's memory mode. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following information: the reporter claimed that the patient had symptoms and received intervention from paramedics for treatment of severe hypoglycemia. It is not clear as to what time symptoms developed in relation to when the meter issue began. It is not known as to what duration of time elapsed between when the meter issue began and when the patient received medical treatment from the paramedics.